Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the hartmann¿s procedure pre-planned? Did the patient require a re-operation? If yes, why? Did the hospital stay extend longer than the normal routine stay for this type of procedure? How long was the procedure extended? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic colostomy closure, the device could not be fired at the 1st firing although the anvil was attached to the trocar properly and the tissue compression scale backlight was illuminated. The device was used for the anastomosis between the colon and the rectum. It was checked that the red safety was unlocked, the battery was loaded properly, and the anvil was attached to the trocar well. The same device with another battery was used, but the device could not be fired. Another device was used to complete the case. The hartmann's operation was performed in the initial procedure. The patient stays in the hospital. There are no health damages to the patient so far, but the procedure was extended, and the device had to be removed and reinserted into the patient because of this issue. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 09/21/2021. D4: batch # u5e58f. H6: component code = electrical and magnetic (g02). Additional information was requested, and the following was received: 1. Was there any patient consequence as a result of the procedure being prolonged? No patient consequence so far but the risk increased. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence so far but the risk increased. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. Although the complaint states that the device was not fired, several formed staples adhered to the anvil and guide face as if the device was fired without tissue present. When the battery was installed, the green checkmark illuminated, further confirming that the device was fired and achieved full firing stroke. Attempts to reset the device throughout the firing range were unsuccessful. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit. It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from resetting and firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.